Event description:
An everflex entrust was being implanted for treatment of a calcified lesion in the mid right superficial femoral artery. A 7fr sheath and a 0.014 non medtronic guidewire were used. The IFU (instruction for use) was followed without issue. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device did not the device pass through a previously deployed stent. There was slight resistance when advancing the device. The stent was deployed successfully and remains implanted in the patient. The delivery system was removed successfully without injury/intervention. No patient consequences or injury reported. When the device was returned it was noted that the delivery system was damaged

Manufacturer narrative:
Product analysis the device was returned dismantled, the stent was not in the device and the pull wire was detached from the device, the device was identified by the strain relief, a spider fx device was observed to be stuck in the inner sheath of the device and it could not be removed, kinks on the gold outer were observed towards the back hub / luer, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.